Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of improper shutdown was not reproduced. A review of the event history log (ehl) revealed the pumped stopped, entered sleep mode and a battery error: 3 occurred within the same time. The reported condition was verified. The cause of the condition was determined to be the corrosion on a battery contact. The battery module is deemed unserviceable and will be scrapped per swi 201 to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module had improper shutdown during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.